Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies and none were found. Performed the manual prime test and fluid did flow through the infusion set and out the catheter tip. Ran occlusion testing and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call of issues with the customer's reservoir. The husband states they have tried to move the reservoir around, but nothing comes out. The customer's blood glucose level had been as low as 54mg/dl. The customer treated and their levels rose to 62mg/dl. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.